Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of 13 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.